Event description:
The svc report shows that the ventilator would fail the compliance test during extended self testing. The customer support engineer verified the reported condition. The co inspected the device and replaced the autozero, and the exhalation pilot control solenoids. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.